Event description:
It was reported that during the right ventricular (rv) lead replacement, the doctor felt the atrial lead maybe compromised. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was distorted due to kinking/buckling, visual summary analysis of the lead indicated apparent explant damage. Product ID 694965 lead implanted: 2007 (B)(6). (B)(4).